Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging when the battery was removed from the pump the basal rates changed to a different amount than what was recalled as being programmed. There was no indication that the product caused or contributed to an adverse event. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 12/06/2016-product analysis: the device was returned and evaluated by product analysis on 11/14/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed data relevant to the reported health event was overwritten due to continued use. The total daily dose history was appropriate for the programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).